Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had l4-5 olif with posterior percutaneous hardware fixation for degenerative disc disease, spondylitis. Prior history of smoking but had quit 6-10 years prior to surgery it was reported that the patient presents with a non-union at this level after being more than a year post-procedure.  This patient has gone on to non-union for no apparent reason, the surgeon is asking if there was a lot issue with the infuse. Due to the length of time passing between the date of implantation and the date of report, it cannot be determined if there was any issue with the infuse preparation but none was noted.there were no further complications reported regarding the event.

Manufacturer narrative:
Non-union radiographic image review: lateral x-ray and 2 sagittal MRI images provided. L4-s1 fusion construct is present . I do not see any retained foreign body as described on the exact report. If information is provided in the future, a supplemental report will be issued.